Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported a false positive architect total b-hcg result on one patient. The results provided were: on (B)(6) 2020 initial = 31.67miu/ml (>/=25.00miu/ml = positive); retest with (B)(6) colloidal gold paper strip = negative; sample was re-spun and retested = <1.20miu/ml (<5.00miu/ml = negative). There was no reported impact to patient management. The patient had a progesterone result of 0.1ng/ml and estradiol of 58pg/ml.

Manufacturer narrative:
A search of tickets determined an increase in complaints for lot 04405ui03, but no trends were identified for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 04405ui03. All validity and acceptance criteria were met during the completion of this protocol, demonstrating that this lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect b-hcg reagent, lot 04405ui03.